Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 3 cm diameter abdominal aortic aneurysm. The proximal aortic neck had a diameter of 21 mm, with an angle of 10 degrees. It was reported that final angiography after the index procedure confirmed that the left ipsilateral limb had poor blood flow, resulting in thrombus. The physician used a 12 fr sheath to aspirate the thrombus. Another manufacturer's device (medicon luminexx) was implanted on the left side, and the procedure was completed. The patient was discharged. On a later unknown date, limb occlusion was noted, extending from the flow divider of the ipsilateral limb to the distal end of the stent graft. Two additional stent grafts 12x12x82 were implanted to treat the occlusion. A secondary procedure was later performed, with another evar to treat the limb occlusion. The procedure was successful, and the patient recovered.

Manufacturer narrative:
(B)(4).